Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) pericardial effusion, perforation and tamponade were observed during the second deployment of the device. Pacing failure at high outputs was also observed. Drainage and a thoracotomy were performed causing the leadless ipg to dislodge from the free wall. A blood infusion was carried out due to loss of blood. A transvenous system was implanted. No further patient complications have been reported as a result of this event.